Event description:
I want to report voluma and a dermatology medical spa/plastic surgery center. I recently just relocated to (B)(6) from (B)(6) and was looking for a new dermatologist. I went to a center here in (B)(6) who recommended I do voluma in the cheeks to "lift my cheeks". Voluma is a product that has only been around for 2 years and is a very thick gel that gets injected into the skin and lasts 2 years. It was only tested on 200 people in (B)(6). I, in the past, have had other fillers called juvederm and restylane injected into my face over the past 10 years and never had a reaction like what I had at this office. Not only is this product something that should be banned, (please see all the reports all over the internet where people are left with blurry vision, face numbness, stroke symptoms. But the injector, who is a dermatologist injected this product right into my vein, this only happens to 1 in every 10,000 people, and the side effects are very serious. I have now lost 25 - 40 percent of my vision in my right eye. I spent 2 days in the ER to be told this product was injected into my vein and there is no way to get the product out, there is no telling if my vision will ever come back. The neurologist I saw said he was even reporting this incident to the FDA and (B)(6) complaint bureau to hopefully get this product banned, as it appears there are complaints all over the world on this product called voluma. Another eye brow raising subject that needs to be addressed is the fact that this med spa did not have me sign any consent forms, nor did they give me any papers on this product. I know in the past, in (B)(6), any time I had anything injected, including botox, I always had to sign papers on the side effects of the product. I find it beyond shocking this place never once had me sign any papers, nor did they give me any papers on the product... I have reached out to the dermatologist who injected me and she refuses to email me back, instead she had her office coordinator email me. She is avoiding addressing this serious and more then likely permanent vision loss I have been left with due to her injecting me in a vein that should have never been injected. Please see these many links below of research I have found on this product and also how facial fillers in general can cause permanent injuries. My vision is priceless and now it is taken away in my one eye... I have been a public figure for many years and now I feel hopeless and my career and life is changed and will never be the same after what I have gone through, and sadly according to the ncbi there is no cure. Https://www.ncbi.nlm.nih.gov/pmc/articles/pmc3366448/#!po=80.3571. (B)(6). Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: no.